Event description:
It was reported that a non-dependent patient presented in clinic for follow-up. An alert for high pacing lead impedance and capture threshold slightly increased were observed. The physician elected to monitor the patient. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.